Event description:
It was reported that stent failure to expand occurred. The target lesion was located in the very tortuous and tight superior mesenteric artery. A 6.0mmx14mmx150cm express sd renal/biliary was selected for use. During the procedure, the stent was not fully expanded in the lesion. The procedure was completed with this device. There were no patient complications as a result of this event.